Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultralink meter is giving inaccurate high reading "304 mg/dl." The patient manages her diabetes with an insulin pump. The patient reportedly began to have elevated readings on the subject meter on (B)(6) 2010. On (B)(6) 2010 prior to the patient's alleged medical intervention at the hospital, the patient took insulin based on the alleged inaccurate high reading. At 2:58 pm, the paramedics arrived shortly after the patient developed symptoms described as "unresponsive, diaphoretic, and incomprehensible sounds." A blood glucose reading of "17 mg/dl" was obtained on the paramedic's device while the patient was treated with IV glucose. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms and received medical intervention for a blood glucose reading of "17 mg/dl" after taking insulin based on the alleged inaccurate high reading obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.